Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that decreased sensing and increased pacing threshold was noted on the right atrial lead. The patient presented for lead revision procedure. It was noted that the lead had pulled back and had no slack during the procedure. The lead was repositioned on (B)(6) 2018. There were no other anomalies noted on the lead, it had just pulled back. The patient was stable.

Event description:
New information noted that alerts for atrial fibrillation were difficult to differentiate from the lead noise. Prior to the procedure on (B)(6) 2018, no mention of damage dislodgement or fracture were noted. There continues to be problems with appropriate and consistent sensing threshold in the right atrial lead.

Event description:
New information noted that the lead still exhibits problems with appropriate/consistent sensing thresholds and loss of capture. On (B)(6)2020 high thresholds were noted. The device was reprogrammed to turn off the right atrial lead.